Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the insulin pump. Device programmed with multiple sensor glucose value and all registered properly in the summary history noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2020 with blood glucose of 316 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not active at time of high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. The customer was treated with fluid. The insulin pump will be returned for analysis.